Manufacturer narrative:
(B)(4)

Event description:
Reportedly a treatment was discontinued due to a cracked clamp on a gdhk-1320 catheter. The event did not involve any clinical symptoms and no medical intervention was provided. No additional information is available.